Event description:
It was reported the patient experienced a hiatal hernia manifested by difficulty swallowing and difficulty eating coincident with automated peritoneal dialysis therapy. The hernia occurred after beginning automated peritoneal dialysis therapy and the hernia has not worsened with ongoing peritoneal dialysis therapy. On an unknown date in the same month as the onset of the hernia, the patient was hospitalized for manifestations of the event. On unreported date(s), the patient was treated with an unspecified oral medication (medication, dosage, frequency, and duration not reported) for the hernia. It was reported that at the time of this report, the hernia has not been surgically repaired and there are no current plans to surgically repair the hernia. Dianeal therapy was ongoing. After six or seven days of hospitalization, the patient was discharged. The patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2015, the patient was diagnosed with a hiatal hernia. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history review revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.